Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer states that he is insulin resistant and is working with his doctor to adjust settings. Troubleshooting was declined by the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.